Manufacturer narrative:
Method: device manufacturing history record, complaint history review. Evaluation summary: the reported device with two broken sleeves was returned for evaluation. The results of the investigation indicate that this event is not device related and most likely a user related issue. The trial adaptor sleeves broke from an overload condition with the fracture initiating at the junction of the proximal side of the sleeve and the body of the trial. No material or manufacturing defects were observed on the fracture surfaces examined. The device manufacturing history record indicates no reported discrepancies. The product experience reporting database shows that there have been no other similar reported events regarding the reported lot of devices.

Event description:
It was reported, "the nurse (B)(6) reported to our key account manager, (B)(4) that the adapter sleeve is broken during surgery. He stated further that this had no impact for the patient."